Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25th september 2024, it was reported by a distributor via email that for an ar-12990, knee scorpion¿, the needle tip broke and was stuck inside the knee scorpion and could not be removed. This was detected during use in a meniscal repair procedure on (B)(6) 2024. The procedure was completed successfully as a second scorpion was used with a new needle. There was no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-12990, serial/batch number (B)(6), was received for evaluation. The device evaluated was the ar-12990, serial/batch number (B)(6), in which we presume the needle broke inside. Visual inspection revealed signs of wear and tear. An ar-12990n batch 10175441 was attempt to introduce to the instrument shaft and obstruction was encountered. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."